Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product wasn't received so no visual and functional examination can be performed. A review of the traceability inventory records and the device "hsitory" records aren't possible because reference and lot number of implant wasn't available. From lonely information provided, based on the survey report, the review of the case and the recurrence of this type of event for this implant, the investigation found that this issue is "forseen" by the IFU: it's a potential adverse event. The cause for the ossification remain undetermined. In fact, according to the product range manager and after study of recurrence of heterotopic ossification, several "issue" can cause this event but with this few information, the exact cause cannot be determined. Requests for additional information did not receive a response. Root cause of the heterotopic ossification remain undetermined. If additional informations were received that allow to draw a conclusion for this case . Another report will be sent. Not returned as still implanted.

Event description:
Mobi-c p&f us : heterotopic ossification. From information provided by the reporter with the information extract to the annual mobi-c enhanced surveillance survey, the surgeon reported an event of heterotopic ossification on a patient that was implanted with mobi-c in the past year (date of initial surgery (B)(6) 2015). The patient diagnosis pre-implantation was a cervical disc displacement with myelopathy. The surgeon indicated that it's possibly device-related: there is a reasonable possibility that the adverse event may have been primarily caused by the device. The device is remain implanted. No information was provided on the initial surgery. "Attemps" have been made to obtain more information but the reporter have not other information. In addition, on november 22nd 2018, the surgeon indicated that he cannot provide any other information about this case based on the provided data .